Event description:
Customer reported high blood glucose readings that only come down with a manual injection and then go up again. Customer's current blood glucose readings are 405 mg/dl and have treated with a manual injection. Customer reported symptoms of fatigue, nausea and headaches. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A low reservoir alarm was noted in the alarm history. Customer then called back and stated that the reason for her high blood glucose readings was a medication that she was taking. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.